Event description:
The iab was inserted into the pt on 09/28/1998 at 11:05 a.m. And removed on 09/28/1998 at 10.15 p.m. The iab did not malfunction. The pt had major ischemia and removal of the iab was required. The iab was not returned to datascope. Event complications: major ischemia/removal/surgery required - reported 09/30/1998. Pt's current status: unk - reported 09/30/1998.